Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure for this unit was the hose barb fitting for the base was broken or cracked. Additional malfunctions include the pilot valve for the manifold was contaminated, the o-rings for the manifold were contaminated, the tie wraps for the sieve beds were broken and leaking, and the hose clamp for the sieve beds were leaking.